Event description:
It was observed that a few hrs after implementation of the device, blood leakage as drops were observed at the gas outlet. The leak dried up after approximately 20 hours. Blood loss was less than 5ml. The device was not replaced due to the pt's condition. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) will not be able to obtain the product back for investigation, for the product was discarded by the hosp. Therefore, we will not be able to confirm the failure. Based on the failure description received from the hosp, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. We will continue to address the most probable root cause through the (B)(4), as well as continuously monitor upcoming complaints for trends. Add'l info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.